Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "possible rupture."

Event description:
Healthcare professional reported left side "possible rupture". Device remains implanted.